Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that they were unable to power on their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that they were unable to power on their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane panel, on the on/off button contact pads on the membrane pcb. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button contact pads alongside the corrosion on the membrane tail and the screws, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.